Manufacturer narrative:
At the time of this report, no patient information was available for submission with this medwatch. A field service engineer was sent to the facility to investigate the issue and the issue could not be duplicated. The proper amount of arrest agent was delivered per the volume of cardioplegia. Internal records reviewed also showed no non-conformities or deviations associated with this product during the manufacturing process. The console will be sent back to quest medical for further investigation. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
A biomedical engineer from medical center of (B)(6) reported an issue encountered at the facility while using the mps2 console. The report states that the arrest agent chamber of the console was not delivering the solution properly. The perfusionist who was contacted about the issue stated that he filled the pouch with 40cc of solution but he did not see the total volume count down during delivery. The stopcock of the pouch had to be broken and the solution was manually delivered. The console was removed from service after the case. No patient complications, resulting from the alleged issue with the mps2 console, were reported.

Manufacturer narrative:
The console was investigated after it was received and the alleged issue could not be confirmed or duplicated. A volumetric testing was conducted on the arrest agent/additive delivery concentration and all delivered volumes were within specification. The console passed the mps 2 performance test and all other operational verification tests. The console functioned as intended. The service, log data and complaint history records were reviewed and no quality issues were identified.